Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture" and creases. Device has been explanted.

Event description:
Healthcare professional reported right side "intracapsular rupture" and creases. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: - the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. - no issues found related with the manufacturing process. - no openings found. Additional, changed, and/or corrected data: b.6., d.10., h.3., h.6.